Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right ventricular lead insulation was noted to be abraded. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.9 cm to 12.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.